Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead (B)(6) 2006; 6947 implantable tachy lead (B)(6) 2006. (B)(4). Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery depleted prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.